Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out-of-range right ventricular (rv) pacing impedance measurement greater than 2,000 ohms. No noise was produced on the rv channel through traditional maneuvers. At this time, this system remains in service, and the patient will be closely monitored via latitude. No adverse patient effects were reported.